Manufacturer narrative:
Report date: 31jan2019. Date rec'd by MFR.: 23jan2019. The customer reports replacing the speakers and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit declared an error 1102 (primary alarm failed). The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.